Event description:
A pt reported blood glucose results of " 122,202 and 152 mg/dl" with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl.